Event description:
On (B)(6) 2013, it was reported that the pump emitted a loss of prime alarm. No other information has been provided. This complaint is being reported because the alleged issue occurred was not resolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.